Event description:
It was reported that the patient presented in clinic due to experiencing pulsation on the left side while laying on their left side. Upon review, it was discovered that the lead had no capture on most vectors. A chest x-ray was performed and confirmed the lead was dislodged. The lead was explanted and replaced. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and muscle simulation. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.